Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Tandem technical supported educated the customer on proper air removal procedure. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.